Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. Patient reported an elective replacement indicator (eri). It was unknown when the eri first appeared. It was reported that the patient thought the device would last more than five years. It was noted that the patient was going to follow up with a healthcare professional to discuss replacement. It was reported that the patient had an appointment with a healthcare professional five days after the day of this report. No patient symptoms reported.

Event description:
Additional information was received. It was reported that on group a the patient can usually go up higher than 3, but since the battery got low he cannot go any higher than 3. It was stated that group a was the only group that could stop the tremors. It was stated that groups c and d control tremors in the legs, but they do not control the tremors in the hand as much and patient cannot eat as of (B)(6) 2016. It was noted that the patient first noticed the eri message on the patient programmer screen in (B)(6) 2016. It was also noted that the patient has a follow-up appointment with a healthcare professional on (B)(6) 2017. It was stated that the voltage keeps going down. It was also stated it was on 2.80 v, but now it was at 2.62 v.